Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for investigation in used condition. The customer reported complaint was confirmed during testing. The device leaked from the water reservoir. The leak occurred because there were cracks in the corner of the tank cover caused by over tightening the tank cover screws. The device was deemed to have been damaged by the customer. A user interface issue was therefore established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. No patient injury or complications were reported in relation to this event.